Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies displayed a monitoring voltage of middle of life 2, however the charge time was 25.1. A manual capacitor reform was done and the charge time increased. The device triggers end of life (eol) if the charge time 30 seconds. The device had been implanted 3 years. The healthcare practioner alleged premature battery depletion.